Manufacturer narrative:
The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The patient estimated age was 50-60 not an elderly patient. Concomitant products: prowler select plus microcatheter, envoy da, sl 10 microcatheter, transform and septor balloons, and multiple wires. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
During treatment of a recurrence aneurysm procedure, the prowler select plus microcatheter was pulled back to unsheathe the enterprise stent (enf451400/ ), and the distal markers-all 4 looked good. However, the proximal markers all grouped together and did not apposed the vessel wall. Multiple wires and catheters were used to try and get the markers to release. Then, the transform and septor balloons were tried to get in stent and force the markers to release. Then, the solitaire stroke device was used which did release them slightly. Then, a wire and septor balloon was used again and the markers appeared to release but nothing could be defined for sure. The case was stopped after over 5 hours and the patient did wake up and was moving extremities. The CT scan showed the stent open and the patient is doing well. A CT scan will be done today to see what the stent looks like. The pusher wire for the stent will be returned for inspection. The aneurysm was not treated originally with codman coils. The stent was not recaptured at all, and it was deployed on first pass, and there was a constant saline drip used at all times. The vessel was normal-ica with low to medium tortuosity, and the aneurysm had a 2.4 neck-3.25 height and 2.85 width-approximately. No patient or vessel code information provided. During the case, an envoy ds catheter was used as the guide catheter and the prowler select plus (mc) microcatheter was positioned past the next of the aneurysm. The enterprise was loaded in the prowler mc, and then jailed a sl 10 microcatheter in the aneurysm. The delivery wire is available for analysis.

Manufacturer narrative:
One non sterile enterprise and delivery wire was received coiled into a plastic bag. The enterprise stent and introducer tube were not received for analysis. The delivery wire presented no damages. No other anomalies were observed on the received unit. The functional analysis could not be performed due the stent was not returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10335369. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure stent incomplete expansion reported by the customer could not be evaluated since the involved stent was not received for analysis. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received indicated that the 14mm enterprise stent deployed in the ica with partial deployment in the m1, and the proximal markers did not appear to be fully deployed and could not appreciate all four markers separately under fluoroscopy. Then, the physician, attempted to manipulate the stent post deployment using the (mc) microcatheter, and further attempted to re-access/manipulate the stent using a wire. Unsuccessful with both the wire and mc to separate the proximal markers, then several additional attempts were made to manipulate the stent including dilation with a balloon followed by an attempt to abort with both a snare and a stent retriever. Eventually it was decided to leave the stent, which had migrated proximally into the ica. Unfortunately the lab does not currently have dynact capability at this time in order to visualize the device in different angles, but it will be available by the next patient follow up. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During treatment of a recurrence aneurysm procedure, the prowler select plus microcatheter was pulled back to unsheathe the enterprise stent ((B)(4)), and the distal markers-all 4 looked good. However, the proximal markers all grouped together and did not apposed the vessel wall. Multiple wires and catheters were used to try and get the markers to release. Then, the transform and scepter balloons were tried to get in stent and force the markers to release. Then, the solitaire stroke device was used which did release them slightly. Then, a wire and scepter balloon was used again and the markers appeared to release but nothing could be defined for sure. The case was stopped after over 5 hours and the patient did wake up and was moving extremities. The CT scan showed the stent open and the patient is doing well. A CT scan will be done today to see what the stent looks like. The pusher wire for the stent will be returned for inspection. The aneurysm was not treated originally with codman coils. The stent was not recaptured at all, and it was deployed on first pass, and there was a constant saline drip used at all times. The vessel was normal-ica with low to medium tortuosity, and the aneurysm had a 2.4 neck-3.25 height and 2.85 width-approximately. No patient or vessel code information provided. During the case, an envoy ds catheter was used as the guide catheter and the prowler select plus (mc) microcatheter was positioned past the next of the aneurysm. The enterprise was loaded in the prowler mc, and then jailed a sl 10 microcatheter in the aneurysm. The delivery wire is available for analysis. One non sterile enterprise and delivery wire was received coiled into a plastic bag. The enterprise stent and introducer tube were not received for analysis. The delivery wire presented no damages. No other anomalies were observed on the received unit. The functional analysis could not be performed due the stent was not returned for analysis. B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10335369. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with b)(6) medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at b)(6) medical and was determined to be acceptable. The reported incomplete expansion during attempted deployment could not be evaluated since the stent was received fully deployed without damages. The returned device did not present with indication of manufacturing defects or anomaly contributing to the reported event and the device history records review indicate that the product met specification prior to shipment. It is possible that clinical/procedural factors including vessel characteristics may have contributed; however, based on the available information no conclusion can be made. Therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During treatment of a recurrence aneurysm procedure, the prowler select plus microcatheter was pulled back to unsheathe the enterprise stent (enf451400/10335369), and the distal markers-all 4 looked good. However, the proximal markers all grouped together and did not apposed the vessel wall. Also, it was reported that the vrd migrated. Multiple wires and catheters were used to try and get the markers to release. Then, the transform and septor balloons were tried to get in stent and force the markers to release. Then, the solitaire stroke device was used which did release them slightly. Then, a wire and septor balloon was used again and the markers appeared to release but nothing could be defined for sure. The case was stopped after over 5 hours and the patient did wake up and was moving extremities. The CT scan showed the stent open and the patient is doing well. A CT scan will be done today to see what the stent looks like. The pusher wire for the stent will be returned for inspection. The aneurysm was not treated originally with codman coils. The stent was not recaptured at all, and it was deployed on first pass, and there was a constant saline drip used at all times. The vessel was normal-ica with low to medium tortuosity, and the aneurysm had a 2.4 neck-3.25 height and 2.85 width-approximately. No patient or vessel code information provided. During the case, an envoy ds catheter was used as the guide catheter and the prowler select plus (mc) microcatheter was positioned past the next of the aneurysm. The enterprise was loaded in the prowler mc, and then jailed a sl 10 microcatheter in the aneurysm. The delivery wire is available for analysis. Additional information received indicated that the 14mm enterprise stent deployed in the ica with partial deployment in the m1, and the proximal markers did not appear to be fully deployed and could not appreciate all four markers separately under fluoroscopy. Then, the physician, attempted to manipulate the stent post deployment using the (mc) microcatheter, and further attempted to re-access/manipulate the stent using a wire. Unsuccessful with both the wire and mc to separate the proximal markers, then several additional attempts were made to manipulate the stent including dilation with a balloon followed by an attempt to abort with both a snare and a stent retriever. Eventually it was decided to leave the stent, which had migrated proximally into the ica. Unfortunately the lab does not currently have dynact capability at this time in order to visualize the device in different angles, but it will be available by the next patient follow up. Two procedural cds were received and reviewed by an independent neuro- internationalist. It was reported that the disk contains 55 series of runs and single shot films including 3d reconstructions. The reviewer reported seeing the following events based on the submitted images are as follows: after performing a standard series of angiograms on the left cca and ica systems, a vrd was placed. On run 6 the vrd is already deployed and the following situation is seen: the distal markers indicate appropriate opening of the distal end of the device, although not necessarily full vessel apposition. One of the markers opened up in the origin of the anterior choroidal artery. The advantage of this situation is that it does provide a distal support; the device will not be able to move distally from a proximal force. There is also a disadvantage: a strong proximal force may cause vessel wall puncture by the marker. The last diagnostic run before device deployment was done at 12:45:21. The immediate post-deployment angiogram is timed at 13:08:39, 23 minutes later. Two devices are seen in the artery: the deployed vrd and a microcatheter with two tip markers, tip in the aneurysm remnant. The microcatheter shaft has some built-in tension; this is well seen on the lateral un-subtracted view of run 6. Right at the origin of the ophthalmic artery it makes a wider than necessary curve in the carotid siphon, probably positioned in or close to the geometric centerline of the internal carotid artery. This is important because the subsequently deployed stent couldn't open up proximally appropriately, the microcatheter prevented such appropriate deployment and vessel wall apposition. This is also well seen on the unsubtracted lateral view on run 6. Had the tension on the microcatheter been relieved by pulling slightly on the shaft after stent deployment, I believe the stent would have a chance to fully open. If not, the other option could have been the removal of the double marker microcatheter, and re-entering the aneurysm remnant via the stent struts. Instead, on the subsequent runs the reviewer reports seeing multiple failed attempts to facilitate opening of the proximal end of the device, including the use of a balloon on run 9. Other device manipulations can't be recognized because the devices were not directly imaged. On run 17 the stent structure is badly distorted. One of the distal markers is still stuck in the anterior choroidal artery origin. Another marker is seen in the origin of the anterior cerebral artery. Two remaining markers are in the middle cerebral artery. The reviewer repots being able to see all four proximal markers, but two of them are in a weird position, a few millimeters proximal to the remaining two markers, and at an approximately 45-degree angle to the normal axis of the device. It is the reviewers opinion that there were lots of manipulations with the device, including longitudinal forces that attempted to push the device more distally but couldn't because of the previously mentioned distal fixation. On run 15 the reviewer still sees the microcatheter tip in the aneurysm and the shaft still doing its curve at the ophthalmic artery, while on run 16 the microcatheter is removed. By that time however, the proximal markers are distorted. Multiple other angiographic runs followed, but the vrd configuration essentially remained the same. Some additional coils have been placed in the aneurysm remnant but there is still a significant remaining aneurysm dome present with a raymond-3 score. One non sterile enterprise and delivery wire was received coiled into a plastic bag. The enterprise stent and introducer tube were not received for analysis. The delivery wire presented no damages. No other anomalies were observed on the received unit. The functional analysis could not be performed due the stent was not returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10335369. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure stent incomplete expansion reported by the customer could not be evaluated since the involved stent was not received for analysis. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. The film review indicated that jailed microcatheter technique was used. This resulted in an inappropriate opening of the proximal end of the stent because tension was not relieved on the microcatheter. Heavy manipulation on the vrd then resulted in a distortion of both proximal and distal ends, as seen on the position of the markers. The initial failure of the proximal end to open could have been cured with removal and re-positioning of the jailed microcatheter. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time.